Event description:
Entire silicone tip of a saf-t-intima (intravenous catheter) disconnected into pt's vein. Surgical procedure performed to remove saf-t-intima tip. Pt tolerated well, no permanent harm to pt. Product package discarded after insertion of saf-t-intima prior to incident.